Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating that the levels were within normal range. Technical support assisted the customer by instructing them to inspect and clean the o-ring and pneumatic tap area, and to reload the cartridge. The customer successfully completed the process and was able to resume insulin delivery.